Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy forceps device was used during a biopsy procedure in the stomach. According to the complainant, the forceps grasped tissue on the first attempt. However, resistance was encountered as the device was reinserted into the scope. The physician found that the device jaws were misaligned and deformed. The procedure was completed with another radial jaw 4 biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The patient ID, age, gender and weight are unknown. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Scope:gif-xp260n(olympus) working channel was 2mm. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy forceps device was used during a biopsy procedure in the stomach. According to the complainant, the forceps grasped tissue on the first attempt. However, resistance was encountered as the device was reinserted into the scope. The physician found that the device jaws were misaligned and deformed. The procedure was completed with another radial jaw 4 biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.